Manufacturer narrative:
A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient underwent an ipg explant procedure for an unknown reason. No further information could be obtained.

Manufacturer narrative:
Additional information was received that the reason for ipg and lead replacement was for device upgrade purposes. The physician did not suspect device malfunction. The patient was doing well post-operatively. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient underwent an ipg explant procedure for an unknown reason. No further information could be obtained.